Event description:
Customer's mother called to report the insulin pump alarmed for no delivery. Blood glucose reading was 146 mg/dl. The customer had been treating with manual injections due to the recurring no delivery alarms. Blood glucose reading went up as high as 600 mg/dl due to this issue. Troubleshooting was performed. No delivery alarm occurred. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.